Manufacturer narrative:
The olympus technical assistance center (tac) advised the customer to remove the oversized brush from the device prior to being sent in for repair. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had an unknown type of brush stuck in the distal end. The issue was found during reprocessing. The intended procedure was completed using the same device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed finding the brush could not advance into the insertion tube (I/t) and the forceps could not advance in the I/t. Additionally the instrument channel was leaking. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to reprocessing was not conducted properly due to leakage from biopsy channel resulting in the material was not possibly eliminated. The event can be detected/prevented by following the instructions for use (IFU) sections: detection methods are written in IFU: bf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.